Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the cannulas and envelope seals appeared intact. The circular seals were cut. A small sample jar with a piece of blue seal was received. Pmv performed functional testing; the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut circular seals may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states: during the operation of esophagectomy, it was discovered that fragment of less than 1 mm in blue were present in the thoracic cavity. The blue fragment was retrieved by forceps. The fragment was suspected as a inside part of the system or seal of the device. The status of the patient: no problem.